Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. Additional information: are any photos available of the outer carton sticker? The outer carton was not returned and this would be helpful for our investigation of this event. There are no pictures available.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a ple45a device (c) packaging was returned, the device was removed from the external package box and it was found that a ple45a device was received inside the sterile package, with no apparent damage. And packaging artwork of the returned device belong to a ple45a. As part of our quality process, the manufacturing records of this batch and lot were reviewed, and the manufacturing standards were met prior to the release of this batch and lot. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device, batch, lot and packaging are correct.

Event description:
It was reported that: ¿received 1bx of ethple45a labeled with a different lot number and expiration date than what was actually in the box. Item ethple45a was received with the outer carton sticker lot # t9468y, exp-2022-07-31 but the actual medline: (B)(4) ethple45a- (B)(4).